Event description:
It was reported that the physician's tablet was resulting in a error message stating" software error". Company representative performed troubleshooting using another serial cable, wand, and demo generator and isolated the problem to the tablet. A hard reset was performed but did not resolve the error . The tablet and white usb cable were received on 11/08/2016. Analysis is underway but has not been completed to date.

Event description:
An analysis was performed on the returned tablet and the reported allegation was not verified. During the analysis it was identified that the tablet was unable to establish communication with a known good generator. The cause for the anomaly is associated with 2 broken wire connections in the serial cable db9 hood assembly. Once the wires were soldered on to the pcb, no further anomalies associated with the tablet performance were noted during testing using the ac adapter or the main battery with a full charge.